Event description:
All erroneous results obtained initially were rerun on another au2700 instrument in this laboratory and these results were then reported to the physician. A service engineer inspected the instrument and detected air in the reagent syringes. When the degasser was checked, it was seen that the side cover was removed and was not working. This side cover was connected again and fixed with tape. A photocal was then performed on this instrument along with a check on patient sample results. In addition, a rack feeder error was observed on this instrument. Caps from the sampler area were removed, under the feeder pallet, and one cap had fallen on the outside. The cap was removed and the sampler worked as normal. The instrument was sent to instrument manufacturer (B)(4) for investigation. Additional information has been requested from the customer in regards to the patient samples and the exact parameters which were affected.